Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a fracture was observed on the atrial lead during a routine pulse generator changeout. The lead was capped and replaced.